Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitrector's actuation failed when he attempted to use it during a procedure, the condition of aspirating was unknown. The procedure was completed after replacing the product with another one. There was no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Two opened probes were received. One of the probes was attached to the cassette with a note from the sales representative stating that this is the reported probe. Therefore, only the probe attached to the cassette will be evaluated under this complaint file. The returned sample was visually inspected and was found to be non-conforming with the inner cutter in the port of the needle and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration with the inner cutter remaining in the port of the needle during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. No presence of adhesive was observed on the extension. No wear marks were observed along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the returned probe had an aspiration failure. The cause of the aspiration failure was the inner cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. The root cause for the actuation failure is the separation of components within the probe. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).